Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleged the patient was injured by excessive blood levels of chromium and cobalt as a result of the implanted asr hip. Doi: (B)(6) 2010 - dor: none reported (left hip). Pt is a resident of the state of (B)(6). Update 5/8/2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 2 feb 2015 - der rcvd. Added dor, patient height, weight and activity level, surgeon and sales rep information, added pain as a reason for revision and added stem and sleeve products.